Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an audible alert. Follow up concluded that there was an alert for low left ventricular (lv) lead impedance. The alert was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.